Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt was not able to adjust stimulation even when the antenna was attached. The antenna wires were frayed. There were coupling and or communication issues. She was able to get 4 shade coupling bars. The pt covered her recharger while recharging. The neurostimulator (ins) was implanted deeper than the doctor wanted. It was later reported that the pt had surgical intervention on (B)(6) 2010 to fix the problem with her device. Add'l info was requested.